Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the rep reporting that there was no known reason for the high impedance on contact 11, but the other 3 contacts were stated to be working great and providing therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The hcp reported high impedances of greater than 40,000 ohms on all combinations with contact 11 during the patient's stage ii implant. The rep reported that the hcp disconnected and reconnected the extension at the lead extension connection as well as at the ins, but the impedances did not resolve. The rep reported that no further actions were taken. No patient symptoms were reported. No further patient complications have been reported as a result of this event.